Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer's daughter reported via phone call that the customer was hospitalized due to hyperglycemia as well as diabetic ketoacidosis on unknown date. The customer blood glucose level was 1154 mg/dl. Customer unable to troubleshoot for the high blood glucose as they did not have the insulin pump with them. It was unknown whether the customer was using automode. The device will not be returned for analysis.

Manufacturer narrative:
Minor scratched display window, scratched case, cracked case at the corner of the belt clip case extending towards the keypad, pillowing keypad overlay, cracked keypad overlay and cracked retainer. Received with (B)(6) alkaline battery installed at 1.60 volts. The battery tube was not corroded. The battery cap was not corroded. Installed test energizer alkaline battery 1.57 volts. Device passed the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, occlusion test, force sensor test, displacement test and the delivery accuracy test at 0.08730 inches. Used 17 inches. Debris on the membrane. No damage noted on the p-cap. No damage noted on the tubing. Sample 1 passed the infusion set testing. (B)(4).